Event description:
It was reported that the customer experienced a low blood glucose (BG) of 40 mg/dL; cause was unknown. Customer consumed carbohydrates to address BG. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.